Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the posterior lateral condyle of the femur trial broke when putting into extension when trialing. Femur was not all the way down when getting extended. Articular surfaces broke when surgeon was forcing them in and hit them with a mallet. Surgeon thought the plastic was getting brittle.

Manufacturer narrative:
Please disregard this product medwatch submission as it was reported in error. Update 17 oct 2017 upon evaluation of the returned (B)(4) by the analyst, both posts are damaged, and the smaller balseal is damaged. No breakage/material is missing. Therefore, a malfunction of this same type has not caused or contributed to a death or serious injury in the past. There is no evidence of a previously reportable product malfunction. No patient death, serious injury, or a surgical delay was caused in this case. A field action has been sent to the sales field mandating all depuy sales force be trained on the proper use, extraction, and examination of this product to ensure that damage to the springs is noticed before the spring falls out. Therefore, the recurrence of this malfunction is not likely to cause or contribute to a death or serious injury if it were to recur.